Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the previous night, the customer experienced an elevated blood glucose (bg) level in the 270s range (mg/dl). The customer did not address the elevated bg level during the night. At the time of the call, a recommendation was made for the customer to contact the healthcare provider regarding elevated bg level.